Event description:
Hospital reports that a piece of the plastic trocar sheath broke off during the procedure.

Manufacturer narrative:
The device was not returned by the user facility and only very limited narrative was provided about the incident. Due to the device not being returned to the manufacturer for investigation and the lack of information about the incident it is not possible at this time to determine the cause of the malfunction.